Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cataract system was changing modes or surgical settings on its own.

Manufacturer narrative:
Additional information provided. The company service representative examined the system but was not able to confirm or replicate the reported event. The system was then tested and met all product specifications. As a preventative measure (pm), the company service representative replaced the host central processing unit (cpu) assembly. The host central processing unit (cpu) assembly was received, but since it was replaced as a pm, no sample evaluation was performed. The system was manufactured on may 29, 2008. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).